Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 24 mg/dl. Troubleshooting was performed. The customer stated that his blood glucose levels went low because he didn't eat breakfast. The customer declined further troubleshooting, and stated that the insulin pump was fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.